Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 196 mg/dl. The customer stated that when priming, the pump will get to about 8 units and give a no delivery alarm. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer got another tubing with the second reservoir and was able to prime through the tubing. The customer stated that the pump did alarm no delivery with manual prime. The customer was advised changing the reservoir resolved the issue.